Manufacturer narrative:
As noted in b5, the device exhibited video flashes when the cable was shaken, dirt on the switch, and coupler corrosion were observed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited video flashes when the cable was shaken, dirt on the switch, and coupler corrosion. There was no patient involvement.